Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400; 14421-aw rev h 01/16: using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient had skin irritation. The patient mentioned that she is sensitive to many things. The patient reported that she gets sores and the site is painful when she removes the pod. She states that when she removes the pod she notices that where the cannula is, there is usually some clear liquid (believes it's insulin) that comes out and it looks like there's an open sore. The patient has seen the doctor for this issue and was prescribed triamcinolone acetonide ointment.